Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured and impacted device/ impacted essure device"), uterine perforation ("perforation (uterus)"), pelvic inflammatory disease ("pid"), pelvic pain ("chronic pelvic pain") and autoimmune disorder ("autoimmune diseases") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2. Previously administered products included for birth control: depo-provera from (B)(6) 2014 to (B)(6) 2014 and mirena from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included follicular cyst of ovary, endometriosis, thrombus, abdominal pain, fever and headache. Concomitant products included carisoprodol, estrogen nos (estrogen), leuprorelin acetate (lupron) and rivaroxaban (xarelto). In 2014, the patient experienced gastritis ("gastritis"), irritable bowel syndrome ("ibs"), vaginal infection ("vaginitis") and urinary tract infection ("utis"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic congestion ("pelvic congested syndrome"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced may-thurner syndrome ("may-thunder syndrome"). In 2016, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy") and rash erythematous ("quarter-size red rashes on hip and face"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections") and abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)) and surgery (bilateral salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, pelvic pain, autoimmune disorder, infection, allergy to metals, vaginal haemorrhage, menorrhagia, fatigue, gastritis, irritable bowel syndrome, alopecia, endometriosis, urinary tract infection, rash erythematous, may-thurner syndrome, vaginal discharge, weight increased and pelvic congestion outcome was unknown, the pelvic inflammatory disease had resolved and the dyspareunia and vaginal infection was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, autoimmune disorder, device breakage, dyspareunia, endometriosis, fatigue, gastritis, infection, irritable bowel syndrome, may-thurner syndrome, menorrhagia, pelvic congestion, pelvic inflammatory disease, pelvic pain, rash erythematous, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: due to the deep essure implant, she wanted to do a comual resection to remove the portion of the essure that was left in the cornual area. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain and impacted essure device. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal, menorrhagia); dyspareunia (painful sexual intercourse); fatigue, gastritis and ibs, hair loss, endometriosis, vaginitis and utis, perforation (uterus), quarter-size red rashes on hip and face, may-thunder syndrome, vaginal discharge, weight gain, pelvic congested syndrome and pid. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured and impacted device"), pelvic pain ("chronic pelvic pain") and autoimmune disorder ("autoimmune diseases") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), allergy to metals ("nickel allergy") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, autoimmune disorder, infection and allergy to metals outcome was unknown. The reporter considered abdominal distension, allergy to metals, autoimmune disorder, device breakage, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.